Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/80 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: leadless pacemaker implantation quality: importance of the operator¿s experience. Europace. 2020. 22, 939¿946 doi:10.1093/europace/euaa097. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding leadless pacemaker implantation quality. The article reports one patient who developed cardiac tamponade approximately six hours after implantation of the leadless implantable pulse generator (ipg). The patient required pericardial drainage, which was removed the following day. Another patient developed intermittent posture-dependent exit block and syncope during mobilization post implant. Their pacing threshold increased while standing and the pacing output was adjusted. The status/ disposition of the devices is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.